Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect a downstream occlusion alarm during therapy of propofol (dose, programmed amount and delivery rate unknown) in the intensive care unit. The user was attempting to increase the dose and observed no response to the increased dose from the patient when the user discovered the roller clamp on the IV line was clamped off, occluding the line. There was no known patient injury or medical intervention associated with this event. The customer biomedical services tested the device and found the time for downstream occlusion detection to be between 2-4 minutes. No additional information is available.

Manufacturer narrative:
The event has been updated from a product problem to an adverse event. Additional information was received by baxter's medical assessment determining the error of not opening the tubing clamp and alleged failure of the device to alarm for the occluded line, to result in an interruption of sedation. The observed patient aggression was determined to be the result of the interruption of therapy and the mechanical ventilation of an awaking patient. (B)(4).